Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va245dt, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient's procedure. It was reported that when the patient was in pre-operation for stage 2, to move from the evaluation and get the implantable neurostimulator (ins), the patient reported having discomfort at the pocket and lead sites. Once in the operation room, all the sites were red and hard to touch. Once the pocket site was opened, a lot of puss drained out. Stage two was aborted and the lead and extension were removed. The puss was sent to be cultured. It seemed that the patient might have been changing the dressing herself during the two week trial. The sites were left open to drain. No further complications were reported.